Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the actual device was not received. However, one unused unit was received for evaluation. No defect was observed during visual inspection. The reported condition was not confirmed. The unit was working within specification. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an empty intravia container had particulate matter on the port. This malfunction was identified before use; there was no patient involvement. Additional information was requested and is not available.